Manufacturer narrative:
This is one event (ill defined complaint) of two events reported and associated with MDR #s 1225714-2013-0511, 1225714-2013-00512, 1225714-2013-00513.

Event description:
The plaintiff's attorney alleged that the decedent experienced an (unk) complication and hospitalization after dialysis treatment on (B)(6) 2010, and subsequently experienced a cardiovascular event and expired on (B)(6) 2010, after use of the product.